Manufacturer narrative:
Lumenis became aware of multiple adverse event reports after an internet user group discussion began regarding unexpected outcomes to slt treatment for glaucoma. A review conducted by lumenis clinical glaucoma experts concluded the incidence rate of these reports is extremely low and do not affect the risk level of the treatment. No device malfunction was reported; therefore no device examination occurred. To the best knowledge of lumenis, the device remains in use at the user facility. A review of device labeling found that risks to treatment are known and occur at extremely low rate of treated population. A review of the reported event details-- submitted by the device operator--by a lumenis health professional and a glaucoma specialist concluded a potential root cause of the reported event to be related to prior adenovirus or some other viral infection that is now activated by the post-treatment inflammatory response. The clinical specialists also concluded that the treatment settings may have been inappropriate per device labeling and clinical protocol. The healthcare professionals additionally concluded that similar to many surgical procedures slt treatment involves the use of a number of associated devices and medications and that any of these could transmit a viral or bacterial infection. Additionally, the healthcare professionals concluded that the possibility exists that the patients were not appropriate candidates for the procedure or could have had related preexisting conditions or subsequent reactions to the treatments. No device malfunction reported/suspected.

Event description:
It was reported that a patient sustained blurred vision, with no pain or redness, post selective laser trabeculoplasty (slt) to the eyes for treatment of glaucoma. It was further reported the patient's elevated iop was well controlled after slt and that the pathology resembles adenoviral disease.